Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: something attached to the free lock lever/ scope mount and the lens and defective pixels (white spots). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the investigation results did not lead to the identification of the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head had the image cloudy. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had the image cloudy. There were no reports of patient harm as a result of this event.